Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went through an MRI scan without having the medication removed from the pump. Shortly after, the patient experienced symptoms consistent with overdose and was sent to the emergency room. The patient was treated and monitored, and is now stable. Patient's name and date of implant is currently unknown.